Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error and motor not running. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the battery door was cracked, missing two rubber feet, and a non-original equipment manufacturer (OEM) battery was found. A review of the event history log identified motor rate error and motor not running. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The stepper motor did not operate as intended as a result of normal wear. The root cause of the problem was related to normal wear of the pump as it is over 8 years old. No further actions were taken as the device was placed in quarantine due to having a non-original equipment manufacturer (OEM) battery. Additional information b5 and h6- no patient involvement.

Event description:
Additional information received no patient involvement. Event details updated.